Manufacturer narrative:
Event date not reported. Event date estimated as one year post procedure date. Age at time of event: 18 years or older.

Event description:
It was reported that there was a gap. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient came in for their 45-day follow-up procedure on (B)(6) 2019. Transesophageal echocardiogram imaging showed that there was no leak present. The patient came in for their 1-year follow-up procedure and had a CT scan performed. The CT imaging showed that there was an exposed lobe that ranged in size from 13mm to 18mm.